Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystocele, rectocele and stress urinary incontinence. It was reported that following insertion the patient experienced infection, recurrence and bleeding. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion - no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that mesh was implanted due to cystocele, rectocele & stress urinary incontinence.

Event description:
It was reported that the pt underwent a gynecological procedure on (B)(6) 2010 and mesh were implanted. It was also reported that the pt experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the pt has undergone multiple surgeries and revisionary procedures. No add'l info was provided.